Manufacturer narrative:
During a onsite visit, the field service engineer (fse) replaced the application interface and successfully completed system verification to specification. The root cause could not be identified conclusively. The root cause could not be determined conclusively. Most possible root cause could be a faulty/worn application interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser did not cut the flap completely on a patient's left eye. The physician completed the dissection by mechanical way. Upon follow up, the laser was checked. The results were really good for all operated patients. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.